Event description:
Per the clinic, the patient experienced headaches. The device was explanted on (B)(6), 2011. There are no plans to reimplant as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
This report is filed (B)(6), 2011.

Manufacturer narrative:
(B)(4).